Event description:
The ge oec 9800 fluoroscopy system had a reported issue where the left (live) monitor flickered during procedure. Facility biomed requested a replacement image processor pcb.

Manufacturer narrative:
A ge oec service representative investigated the issue and was requested to order an image processor pcb for replacement. The image processor pcb did not correct the malfunction and the customer opted to troubleshoot system internally and would notify of further parts to correct issue. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.